Event description:
It was reported during implant procedure that the right ventricular lead exhibited high pacing impedance and a failure to sense. The lead was exchanged. There were no patient consequences.

Event description:
Additional information received noted that the lead also exhibited a failure to capture.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.